Event description:
Patient additionally reported through voluntary medwatch report that they experienced the events of ¿health began failing¿, ¿incapacitated by these illnesses¿, and ¿level of toxins and irregular bloodwork is verified¿. These are not device related. Additionally, patient reported left side "necrosis".

Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified a crease fold, a crystalline in the gel, a wear abrasion, white particles on the shell, a cloudy color in the gel, a deformation and the device to be overweight (even though the device is currently overweight, it is not considered a workmanship since all units of the weight report attached are within specification when released in the manufacturing process). A microscopic analysis was performed which identified: no other observation observed. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Additionally healthcare professional confirmed capsular contracture, baker grade to iii.

Manufacturer narrative:
In response to FDA report number: mw5091099. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
In response to FDA report number: mw5091099. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side "rupture, enormous pain, dent. Lump, capsular contracture," baker grade unknown. Patient additionally reported "brain fog, breast implant illness, weight gain, gastrointestinal issues;" these events are not related to the device. Device remains implanted.